Event description:
During the implantation procedure, the lead was unable to be positioned correctly in the atrium. Therefore, the lead was not implanted.

Event description:
It was reported that during the implantation procedure, the lead was unable to be positioned correctly in the atrium. Therefore, the load was not implanted.